Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 3 days of wearing the adc freestyle libre sensor. Customer further reported he experienced unspecified symptoms of hypoglycemia and subsequently lost consciousness and was seen treated orally with 3-4 sugars and a sweet drink by a healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Sensor plug was returned and was fully seated. Extracted data using approved software, sensor was found to be in sensor state 6 (indicating abnormal termination). Removed plug and inspected plug assembly, uncurled side snap was observed, indicating improper assembly by the user. This case is not confirmed to use error.

Event description:
Customer reported receiving a "replace sensor" message after 3 days of wearing the adc freestyle libre sensor. Customer further reported he experienced unspecified symptoms of hypoglycemia and subsequently lost consciousness and was seen treated orally with 3-4 sugars and a sweet drink by a healthcare provider. There was no report of death or permanent impairment associated with this event.